Event description:
It was reported that post op of an open supracervical hysterectomy procedure performed on (B)(6) 2012, the patient returned to the hospital on (B)(6) 2012 with symptoms of pain on her right side and expressing the urgency to void but could not void. The urologist performed a fluoroscopy and found that the ureter was damaged. No other information was available regarding if the patient was admitted or had an additional procedure performed. The patient has now been released home. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information from sales rep: how long has the surgeon and account been using this device? The account: since superjaw launched. The surgeon: for approximately 6 months. Were you present for the procedure? No. I was out of town and not notified about the case. Was the patient diagnosed with hydronephrosis? Unknown. One part of the operative procedure of radical hysterectomy (rh) is the dissection of the ureter from its overlying tissue and this may result in injury to the ureteric adventitia. This might induce ureteric obstruction and consequently produce hydronephrosis. If the patient was diagnosed with hydronephrosis, what caused the hydronephrosis? Unknown. Was the hydronephrosis caused by the dissection of the ureter from its overlying tissue and may have resulted in injury to the ureteric adventitia? Unknown. If not, how is the hydronephrosis linked to the usage of the g2 super jaw device? Unknown. How was it determined that the g2 super jaw device caused the damage to the ureter and not another energy-source or other instrument? Unknown. Was the g2 super jaw device being used near the ureter? Unknown. What other instruments were used during the surgery? Unknown. After the damage was found, what was done to correct the problem? Dr (B)(6) notified a urologist. Was a stent placed? Yes.